Event description:
Reporter indicated that vns patient was diagnosed withleft vocal cord paralysis post vns implant. Voluntary report mw5001625 was also rec'd from the FDA regarding this event. Follow up with the pt's ent confirmed the left vocal cord paralysis diagnosis. The pt was given gelform injections and the vns has been explanted due to an unrelated incident. At last follow up, the pt's voice has reportedly improved but is still impaired.

Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation. Treating physician reportedly believes that the vocal cord paralysis was related to the implant surgery and possibly exacerbated by the subsequent explant surgery.